Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. All operating currents were within specification. No unexpected low battery alarms were noted. The insulin pump and contour next link meter function and communicated properly. The device properly recorded at the status screen. The device was received with minor scratched display, cracked case at the display window, and cracked battery tube lip. The reservoir tube lip window was also cracked.

Event description:
Customer reported via phone call, they were experiencing low blood glucose of 40 mg/dl after dinner. Customer stated blood glucose was 76 mg/dl and delivered insulin for carbs, the device calculated 2.2 units. Then customer went low. Customer believes that sometimes customer reviewed to much insulin or to less. Customer then noticed the device had a crack while they were changing the battery. Troubleshooting was then performed for the damage but not for the low blood glucose. Damage was located on the reservoir and battery compartment. Customer is unaware how damage occurred. Customer then mentioned they treated low by eating glucose tabs and blood glucose went up to 138 mg/dl. Customer was advised to discontinue use of the device, revert to back up per health care provider's instructions, and the insulin pump needed to be returned for analysis. The insulin pump was returned for analysis.